Event description:
It was reported that the pump indicates that the cartridge is empty while the cartridge was not empty. There was no reported impact to customer's blood glucose. No additional information was provided.